Event description:
Patient (pt) reported that they infused the hyqvia and then 1 vial of the medication before the pump began alarming and giving them issues. Pt reported the pump alarmed for "air in the line". Pt reported they reset the pump and tried several things to help. Pt reported the pump seems to infuse over the past 5 hours and there is still 1 vial that needs to be infused. The pharmacy advised the pt to reset the pump with their starting volume at 240ml/hr for a total volume of 300ml. Pt advises they were able to reprogram the pump to infuse the rest of the medication. Pt reported experiencing pain upon infusion and used a cold pack as treatment. Defective pump, serial number (B)(6), is available for return upon the pt receiving return shipping materials. Pt did not report experiencing any missed doses or adverse events due to the defective device. Pt requested a new pump and nursing to assist for their next infusion. No additional details, dates, or information provided. Indication: common variable immunodeficiency, unspecified---pt infuses 2-20gm/200ml vials of hyqvia.